Event description:
The manufacturer received information the user of an unknown replacement device reports experiencing particles in their nose. The patient reports their previously affected device was replaced with this device which is also defective and has the same problems as the first. The patient replaced the water reservoir. The hoses and nose pieces were cleaned regularly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.